Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon was torn upon removal. She experienced severe discharge and vaginal irritation. She went to a specialist and was diagnosed with a uti.